Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a non-cardiac event and expired approx. Nine days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.